Event description:
A report was received that the patient¿s stimulation had changed. High impedance was noted on the two lead contacts. The patient was recommended for lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. Sc-2218-50, (sn (B)(4)): device evaluation indicated that the lead passed mechanical test performed. The lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. Six cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. There were no exposed cables. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The lead exhibited normal device characteristics. Sc-4316 (lot# 16396111): device evaluation indicated that the clik anchors passed photographic imaging test performed. One anchor exhibited normal device characteristics. The other anchor's eyelets were fractured and exhibited missing silicone.

Manufacturer narrative:
Event date: 2014. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that previous database analysis revealed high impedances on three lead contacts. The patient underwent a revision procedure wherein the leads were explanted and a new lead was implanted. The patient was reportedly doing well postoperatively. It was believed that one lead was deemed defective.

Event description:
A report was received that the patient¿s stimulation had changed. High impedance was noted on the two lead contacts. The patient was recommended for lead replacement procedure.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient¿s stimulation had changed. High impedance was noted on the two lead contacts. The patient was recommended for lead replacement procedure.

Event description:
A report was received that the patient¿s stimulation had changed. High impedance was noted on the two lead contacts. The patient was recommended for lead replacement procedure.